Event description:
Patient reported obtaining back-to-back blood glucose results of 359 mg/dl, 200 mg/dl,180 mg/dl, 163 mg/dl, and 187 mg/dl on the aviva system. Patient indicated that therapy was not modified based on these values. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement was shipped.